Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant with an 8f amplatzer trevisio intravascular delivery system. During deployment, the device had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with a second 30mm amplatzer pfo occluder. The replacement device also had a bulbous deformation during device preparation and "did not open properly." It was reported the replacement 30mm amplatzer pfo occluder never made patient contact. A decision was made to implant a non-abbott device in the patient. The second replacement device was implanted in the patient with no report of any adverse patient effects. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. It was reported the only interaction with cardiac structures was the intended septal wall during deployment. There was no angulation or kink noticed with the delivery system. There was no clinically significant delay in the procedure due to this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two images were received from the field and the images appeared to show device deformation (bulbous shape). However, it could not be confirmed as there was no bulbous deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that the only interaction with cardiac structures was the intended septal wall during deployment, there was no angulation or kink in the delivery system upon deployment, and an 8f delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.